Event description:
It was reported that the patient had numerous automatic mode switch episodes due to noise on the atrial lead. The noise could be reproduced with isometrics. The physician elected to leave the lead implanted and change the pacing mode to ddi.

Manufacturer narrative:
No medwatch form was received.